Event description:
It was reported to medtronic neurosurgery that the doctor found the valve to be leaking during the operation. According to the report, the doctor used a new device to complete the surgery. Reportedly, the patient's current status is normal.

Manufacturer narrative:
The product testing has not been completed. A review of the manufacturing records showed no anomalies. All valves are 100% tested at time of manufacture. (B)(4).

Manufacturer narrative:
The returned valve was patent and met the requirements for pre-implantation testing. However, it did not meet the requirements for siphon, reflux, pressure-flow and leak testing due to a tear in the top membrane of the delta chamber. It is unknown how or when this damage occurred. There was proteinaceous debris observed in the interior and exterior of the valve. The instructions for use that accompany the device state that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance¿. It is also suggests that ¿the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools.¿ the instructions for use also indicate ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.